Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (device code), h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Spouse of consumer called in with consumer in the background speaking as well. Stated, there are times he is taking his injection and the insulin flow will stop before his complete dosage is dispensed. Stated, he has to use a second pen needle to complete the injection. Stated, he does not prime the pen needles before taking his injection. Stated, the only time he does prime his pen needle is when he starts a new insulin pen. Stated, the issue occurred once today but it has also happened a few more times before today with same box. He does not know the date. Stated, on occasion, he has found pen needles with a bent patient end prior to injection. Lot: 4023941. Catalog: 320550. Date of event: 2024-14-11, (1 pen needle clog). Samples: yes cl.